Manufacturer narrative:
Product implicated is a french per-q-cath with guidewire. Only catheter was returned for eval, which measures 66cm. Lot history review showed no mfg related issues and no prior product complaints of similar nature. Catheter was pressurized with a 6cc syringe and colored water by occluding distal end of tubing with a padded clamp. Two leaks were observed 0.2cm and 0.3cm distal to hub-tubing joint. Under 50x magnification, edges of leaks are clear, sharp, and shiny and cut surfaces show diagonal striations across surfaces. Partial cuts are also visible through clear section of tubing. These signs indicate catheter was cut by guidewire. Complaint is confirmed, as catheter leaks and should be recorded as user related, due to guidewire damage. Gesco has initiated a change to a new hydrophilic guidewire. This change has been made in an effort to reduce risk of user related guidewire damage.

Event description:
During infusion, a hole was found in the catheter approx 1/2 inch below the hub. The hole was noticed when the pt's arm began to swell. The catheter was removed.